Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during laparoscopic sigmoid resection, the pursestring had partially fired. The surgeon did the pursestring by hand to complete the case. There was no patient injury.